Event description:
As reported to coloplast though not verified, patient was implanted with mesh sling and had additionl surgery. Later, patient experienced mental and physical pain and suffering, has sustained permanent injury and will likely have to undergo further corrective surgery.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.